Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during first inflation at 8atm, the balloon ruptured. The device was completely removed. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.